Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing. Programming changes were made. The patient was stable throughout.